Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that customer was hospitalized and was admitted to emergency room on (B)(6) 2018 at 11:30 am for high blood glucose levels and diabetic ketoacidosis (dka) . It was reported that the customer woke up this morning and was not feeling well with a lot of vomiting. It was reported that the customer was treated with insulin drip. It was reported that the insulin pump had concerns due to insulin flow blocked. The customer changed his infusion set and the insulin pump was currently reading insulin flow blocked. The customer reported that the high blood glucose levels at the time of admission was 21 mmol/l. It was reported that the customer current blood glucose levels ranged from 20mmol/l to 28 mmol/l. The customer treated with via manual injections. Troubleshooting was not completed during the call. Product was not returned for analysis.